Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision as reported, the initial right knee tka was implanted for patient was on (B)(6) 2015. This 63 y/o male patient who is slightly larger than average size complained of pain. And subsequent revision of the tibial tray on 10/01/2019. The device will not be returned for evaluation as we are not able to take from hospital. All available information received at this time. Upon further review, the pain may have been a result of patient conditions; however, this could not confirm because additional info was not available and the devices were not returned. (D11) concomitant device(s): tibial insert (cn: 02-012-48-4009 / sn: (B)(6). No information provided in the following section(s): a2, a3, a4, a5, b3, b5, b6, b7, and d6. The following section(s) have additional info: b3, g4, g7, h1, h2, h3, h6 and h7.

Event description:
As reported, the patient was initially implanted on (B)(6) 2015. The patient complained of pain and the tibial tray was revised on (B)(6) 2019. The device will not be returned for evaluation due to hospital policy. Upon further review, the pain may have been a result of patient conditions; however, this could not confirm because additional info was not available and the devices were not returned.

Manufacturer narrative:
Pending engineering evaluation. Concomitant medical products: tibial insert (cn: 02-012-48-4009/sn: (B)(4).

Event description:
Patient had pain and subsequent revision of the tibial tray. The device will not be returned for evaluation as we are not able to take from hospital.